Event description:
A black hair was found on the drape in the (cmc laparotomy pack).

Manufacturer narrative:
A user facility medwatch report ((B)(4)) was received on 01/04/2022 reporting a black hair was found on the drape in the cmc laparotomy pack. A supplier corrective action request (scar) was issued to the drape supplier o & m halyard. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A black hair was found on the back table cover in the (cmc laparotomy pack).

Manufacturer narrative:
The supplier corrective action request (scar) that was issued to (B)(4) has been canceled. The hair was found on bottom of the drape between the drape and back table cover. The hair sample was returned taped to the back table cover instead of the drape that was first mentioned in the initial report. Quality control has since determined this not to be a vendor issue, due to the hair could have come from somewhere other than the drape. Potential root cause: it was determined by deroyal, but not limited to, possible employee failure to identify debris, possible dress code violation, lack of lab coat cleanliness, cleaning process not followed or inadequate, exposed product in warehouse, and debris contained in vendor supplied items. The following corrective actions have taken place by deroyal: manufacturing personnel were retrained on the dress code procedure (corp.prc.079) and cleaning procedure (corp.prc.086), quality control specialist started conducting routine walk-throughs in raw material storage areas to identify any potentially exposed product, manufacturing personnel were instructed to wipe down production lines after every order, supplier corrective action request (scar) was issued to the lab coat supplier, corrective and preventive action point (CAPA) bp20-21-08-005 has been assigned, and added additional guidance to the manufacturing instructions to indicate that these products have had reports of debris to increase scrutiny during the assembly process. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.